Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep said she had issue with error message on a vanta, she got system error and then validation error 0000100bb message, but she was able to connect to the implant today. Technical services(ts) reviewed with rep that she was too quick to push start usage twice thus it gave her the error. Rep then used another neurostimulator in the replacement case, but she got all red xs when she connected the battery and did a connectivity check, rep then put the lead wires back into the old ins and impedance test was fine. Rep then swapped it out and used another ins and that device was implanted. Rep to send ins back for analysis.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the red x's, system error, and validation error 0000100bb was not determined. The rep had the physician wipe the leads down multiple times and reseat them in the ins. The rep had the physician connect the old ins and got a normal reading. The issue was resolved. Per the rep, they returned the ins, but did not have the tracking number. Software logs would be unable to be obtained for this event because the rep would not be able to access the customer's tablet that was used.

Manufacturer narrative:
Continuation of d10: product ID a71200, lot#/serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.